Manufacturer narrative:
Date of event, relevant tests/laboratory data, including dates, concomitant medical products: estimated date: the customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using two punctures and the pre-close technique prior to an interventional procedure for treatment of irregular pulse. The sutures of two proglide devices were successfully placed. Hemostasis was achieved without issue, and the patient was discharged from the hospital. About 2 weeks later, the patient returned for a follow up. Swelling was noted at the puncture site. An echocardiogram was used to confirm mild stenosis at the location where the proglide was deployed, and thrombosis was noted in the vein. The thrombosis was eliminated with drug treatment, and the patient condition is being observed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps/instructions. The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided. It should be noted that the electronic proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The patient effect of thrombosis is listed in the proglide IFU as a potential adverse event of use of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event. B6: date correction for the echocardiogram. D10: concomitant product information. H6: health effect - clinical code 1932 was removed.

Event description:
Subsequent to the initially filed report, the following information was received:on (B)(6) 2021, three proglide devices were used. The three devices were used in puncture sites approximately 1cm apart. The swelling was not located at the puncture sites. The swelling/edema was in the right leg. The edema was confirmed on (B)(6) 2021.the patient was treated with thrombolysis. No additional information was provided.